Event description:
It was reported the extension line was found leaking during use on the patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported the extension line was found leaking during use on the patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). The customer returned one 2-l cvc, the product tray, and the product lidstock for evaluation. Signs of use were observed on the catheter body and inside the extension lines. Visual inspection of the catheter revealed a very small hole near the luer hub of the distal extension line. The hole appears consistent with unintentional contact with a sharp object (e.g. Needle, scalpel) during use. The catheter body length measured 215mm, which is within the specifications of 207-227mm per product drawing. The distal extension line outer diameter measured 2.410mm, which is within the specifications of 2.39mm-2.49mm per product drawing. The distal extension line inner diameter measured 1.6764mm, which is within the specifications of 1.65-1.75mm per product drawing. This indicates that the wall thickness measured within specifications. Functional inspection of the catheter was performed per the instructions for use (IFU) provided with the kit which states, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The extension lines were flushed using a lab inventory 10ml syringe to test for leaks and blockages. Water leaked out of the hole in the distal extension line. The proximal extension line flushed as expected. A manual tug test confirmed both extension lines were secure to their respective luer hubs. A device history record review was performed with no relevant findings. The instructions for use (IFU) provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of an extension line leak during use was confirmed through complaint investigation of the returned sample. Visual inspection of the catheter revealed a small hole near the juncture hub. The appearance of this damage is consistent with unintentional contact with a sharp object during use. Based on these circumstances, it was determined that unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.